Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted for transcatheter aortic valve implantation (tavi) procedure. The annular dimensions of the native valve were perimeter: 68.5 mm, minimum diameter: 19.4 mm, maximum diameter: 21.5 mm. The procedure was successful and the valve was implanted at a depth of 3mm. After the procedure, the patient developed complete atrioventricular block (av) block after the procedure and a permanent pacemaker was implanted during the same hospitalization. On (B)(6) 2025, the patient hospitalized with symptoms of dyspnea and decompensated heart failure, profile b. A transthoracic and transesophageal cardiac echocardiogram and confirmed thickened prosthetic leaflets with thrombus and vegetation. The patient was in current management includes outpatient clinical follow-up with anticoagulation and a return in 3 months for a new echocardiogram.

Manufacturer narrative:
An event of complete atrioventricular block, dyspnea, decompensated heart failure, and thickened prosthetic leaflets with thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete atrioventricular block, dyspnea, decompensated heart failure, and thickened prosthetic leaflets with thrombus could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as permanent pacemaker was implanted due to complete atrioventricular block and medication was administered due to the thrombus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.